Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx laa closure device was implanted. At the 45-day follow-up, the transesophageal echocardiogram (tee) was normal. The one-year follow-up tee demonstrated a centrally located thrombus. Eliquis was prescribed for the next 6 weeks and then high dose aspirin. No patient complications were reported.